Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the performance of the architect anti-hbs assay, a review of product quality history, and a review of product labeling. The ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review did not identify any non-statistical or adverse trends for the issue for the product. Worldwide field data was used to assess the performance of the assay and the median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of product quality history did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result when processing on the architect i2000sr. The (B)(6) result was (B)(6). The reference range for anti-hbs was (B)(6). Additional testing with the roche platform generated a result of (B)(6). No impact to patient management was reported.